Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating the monitor is not alarming when patient outside of parameters. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips biomedical equipment technician (bet) evaluated the device and could not confirm the no alarm issue. The monitor was found to be alarming correctly. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.